Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they activated the monopolar, the bipolar activated as well then the alarm rang. There was no patient involvement. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found no notable conditions. The investigation found the root cause to be a connectivity issue with the display power cable and the return electrode monitor (rem) assembly. The display power cable and the rem assembly were replaced to address the condition. The service center reported that the low voltage power supply (lvps) to rf board cable was defective. The reported condition was confirmed. The investigation found also the low voltage power supply (lvps) needs to be reflowed. The investigation found the root cause to be a connectivity issue with the low voltage power supply (lvps) to rf cable. The low voltage power supply (lvps) to rf cable was replaced to address the condition. The service center also reported that the fans were noisy. The reported condition was confirmed. The investigation identified the root cause of the reported event to be the fans. The fans were replaced to address the condition. An eco has been released to address the failure. If information is provided in the future, a supplemental report will be issued.